Manufacturer narrative:
Health effect - clinical code: (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events (multisystem organ failure and patient outcome) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists multiple types of organ failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to prolonged multisystem organ failure. No alarms or device-related issued were reported in association with the event, which was not considered to be device or therapy related. The device was not returned for evaluation as no autopsy was performed, and it was not explanted.